Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the switch buttons. It should be noted that the in order for the switch buttons to be functional, the hand activation button on the gen should be on. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the activation buttons did not respond when activation was requested. They tried a second device and the same thing occurred. They used another device to start and complete the case.